Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was connected without any problems, the surgeon then closed the jaws and inserted it into the abdominal cavity. The device was then articulated (bend) to approached the stomach, however, the stapling began even though the green button was not pressed at all. After that, when the staples had come out about one-third of the way, the surgeon stopped the firing, pressed the open button, and released the jaw. The powered handle was not changed, but a new reload was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4e2303y); sigphandle, sig power sigphandle handle (sn:c23aaa0314); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was connected without any problems, the surgeon then closed the jaws and inserted it into the abdominal cavity. The device was then articulated (bend) to approached the stomach, however, the stapling began even though the green button was not pressed at all. After that, when the staples had come out about one-third of the way, it stopped, pressed the open button, and released the jaw. The handle was not changed, but a new reload was used. There was no patient injury.